Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit unexpectedly shutdown. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shutdown while on patient. A getinge field service engineer (fse) stated unit shut down after a case with a patient (not while on patient) and low beeping alarm was detected. Detected 9v battery was leaking creating the issue. Unit was repaired by installing a new 9v battery. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. There was no patient involvement, and no adverse event reported.

Event description:
N/a